Event description:
It was reported that cartridge alarm 30 occurred on pump with serial number 1363769, and customer had experienced similar cartridge alarms with same pump in the past. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, and technical support arranged replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.